Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the program that the patient usually uses is program 6 and 7. On program 7 they were getting the screen maximum settings: operating at maximum settings cannot be increased. It was on like .6 and when they put it to .5 they got the same message. They switched to program 6 at .6 and they get the same message. The issue started originally last night and it has continued today. The patient had not had any falls or accidents. Patient services asked if the stimulator battery was low and the patient said no, it was 80%. Patient services asked if they were able to change the pulse width or rate; the caller said no. Patient services asked if they had changed any of the settings recently; the caller said no they don't adjust it that often. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. There were no patient complications reported as a result of this event.